Event description:
It was reported the patient's blood glucose level rose to 255 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the pod was leaking insulin while trying to fill. As treatment, the patient successfully activated anew pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole. Although the soft cannula was damaged, the timing and cause of the damage are unknown. No evidence of leaking from fill port was observed during fluid path testing. The download data indicated that the device ran 1121 pulses and contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.